Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while working on the left inguinal hernia repair, after the tacker was fired it was noted that the tacks came loose before the hernia was repaired. Tack fell into the patient cavity and was removed during the same procedure. The surgeon used another device to resolve the issue. There was no patient injury.